Event description:
The lead was explanted due to loss of capture, one day post-implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found high lead impedance due to helix was in retracted position and clogged with dried body tissue. After cleaning, normal lead impedance was measured when the helix was in extended position.